Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent dislodged. Following an attempt to advance a 3.0x32mm taxus liberte stent, the stent was pulled back and the stent dislodged from the balloon. The dislodged stent was removed with a snare. No patient complications occurred and the patient condition was listed as "fine".

Manufacturer narrative:
(B) (4). (B) (4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a taxus liberte stent delivery system (sds), along with the stent attached to the snare device and the unidentified guide wire and guide catheter. Blood and contrast were visible in the distal and midshaft of the device which is consistent with the reported information that the device was used. The stent implant was not present on the balloon of the sds; however there were stent strut impressions present on the surface of the tightly folded balloon between the marker bands, indicating the stent was appropriately positioned and secured to the balloon in manufacturing. The returned condition of the severely stretched and bent stent struts are consistent with the reported dislodgement inside a patient. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent dislodged. Following an attempt to advance a 3.0x32mm taxus liberte stent, the stent was pulled back and the stent dislodged from the balloon. The dislodged stent was removed with a snare. No patient complications occurred and the patient condition was listed as "fine".